Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The part of the statement, ".no antiphospholipid antibodies." Provided previously was not correct. It has been clarified that the patient did have apa syndrome. Per product labeling this may cause false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison.

Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of a questionable inr result from coaguchek (B)(4) serial number compared to the laboratory result. At 12:21 pm the result from the meter was 3.9 inr. At 2:30 pm a sample was collected for the laboratory and the result was 2.7 inr. There was no allegation of an adverse event. The customer did not require medical treatment. The customer believed the meter result was not accurate and the laboratory result was accurate. The medical decisions were based on the laboratory result. The customer's condition was "stable". The customer was not anemic and no high blood pressure. The customer was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, and no lupus. The customer has had no changes in diet, no illness, and no new medications. The customer has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. The qc was acceptable. The suspect device was requested to be returned for investigation.